Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. The reason for call was pt says they had scs ins removed on (B)(6) 2022 due to normal battery depletion. They said they had "a problem with the leads, we did an interrogation on (B)(6) 2022 and the reps were there and they said my device was obsoleted and it was at end of life and not replaceable, and I had modified leads implanted". Pss asked again about what happened in march as pt said there was a problem with the leads but did clarify that "well they said the leads were intact but it took so long to get the insurance through I didn't have it taken out until (B)(6) 2022. Pt says before having ins removed their hcp told them they could replace the ins "but once the leads tap out we would have to do another large surgery then and to just use the same leads until then". Pt said that for the last 6 months, when they would charge ins it would "burn me form the inside out after I would charge for 2-4 hours every day or every other day and then I would have to use an ice pack". Pt says they still have the leads in their head and "I felt that they were swelling, and it was doing that even before it was removed but in the last 2 weeks the swelling went down". Pt says in the last month or so their headaches have come back and they miss having the scs therapy, and mentioned a traumatic brain injury was the reason they had the implant and said it had been "it had been a positive influence for pain relief for the last 17 years, and I was off some major medication because of it, but now I guess I will go on more drugs again". Pt says they met with reps in (B)(6) 2022 but doesn't know who reps were. The reason they actually called was because they wanted to know what to do with external equipment. Pss reviewed they can dispose of the obsolete equipment. Pss advised following up with hcp about device replacement if wanted but they kept saying "no, and medtronic should have been more proactive about this. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
Product ID: 3986a, lot#: n066617, date implanted: (B)(6) 2007, product type: lead. Other relevant device(s) are: product ID: 3986a, serial/lot #: (B)(4), ubd: 12-apr-2010, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.